Manufacturer narrative:
Evaluation of a reserve sample of the same lot is currently in progress.

Event description:
Consumer stated that he had been using the product for months, and it caused his skin to itch. No medical attention was sought for this condition.